Manufacturer narrative:
On 14 dec 2015 it was prepared a final report with the information already submitted in the initial report. On the same day the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 14 october 2015: lot 121921: (B)(4) items manufactured and released on (B)(4) 2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon suspected infection and decided to do an irrigation and debridement and swap out the poly liner. Pathology results will not be released. The explant will not be available for analysis. No x-rays.